Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis event was manifested by cloudy effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin and ceftazidime (1 g; route, duration, and frequency not reported), and amikacin (200 mg; route, duration, and frequency not reported) for the event. The patient¿s recovery status was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.